Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported intracranial hemorrhage is a known adverse event as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a trial that five days after the implantation of the acculink stent in the right common carotid artery, the patient experienced a subarachnoid hemorrhage with a sudden occipital, throbbing headache, nausea, and photophobia. The patient was given nimodipine, morphine, and percocet. Plavix and aspirin were held. The patient condition resolved on 1/29/2011. Though requested no additional information was provided.